Manufacturer narrative:
Philips has investigated this complaint. According to information collected, the error indicator of the wireless base station and the wi-fi indicator of the wireless footswitch were red, indicating a loss of connection. The connection was re-established by restarting the system. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Philips has attempted to obtain patient information but the customer could not provide this. Updated codes based on investigation.

Event description:
It has been reported to philips that during a procedure the wireless footswitch lost connection with the base station. The procedure was completed with a wired footswitch. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.